Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 540 mg/dl. The customer was assisted with troubleshooting. The customer was delivered a correction bolus through the wizard of 8.4 units. Customer reported he has gone through 3 sensors trying to get it to work. Stated when he plugs transmitter onto the charger it will flash for a couple minutes then turns solid green. It was not flashing when he connects it to the sensor. Customer reports loss of communication between pump and transmitter. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.